Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Corrected data: b5-" the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -5.50 into the patient's right eye (od) on (B)(6) 2023. Reportedly "lens removed because it was too long; replaced with a 12.6 length. There was no patient injury". The lens was explanted and replaced with a shorter length." Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -5.00 diopter was implanted into the patient's eye on (B)(6) 2023. The lens was removed because it was "too long." Lens replaced with shorter. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.